Manufacturer narrative:
E1 initial reporter facility name: (B)(6)hospital.

Event description:
It was reported that the balloon was ruptured. A 95% stenosed target lesion was located in the anterior descending branch. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon was broken. The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the balloon was ruptured. A 95% stenosed target lesion was located in the anterior descending branch. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon was broken. The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure. It was further reported that the target lesion was moderately tortuous and severely calcified. The device was simply directly removed from the patient body.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection found that there were numerous kinks to shaft of the device. Microscopic inspection found that at 3cm from the tip of the device, the inflation lumen was punctured indicating an interaction with a guidewire. There was blood in the guidewire lumen and the inflation lumen contained contrast. No other issues were identified during the product analysis.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) medical university.

Event description:
It was reported that the balloon was ruptured. A 95% stenosed target lesion was located in the anterior descending branch. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon was broken. The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure. It was further reported that the target lesion was moderately tortuous and severely calcified. The device was simply directly removed from the patient body.